Event description:
Event was reported to (B)(4) by an atty. The patient has suffered diminished sexual intercourse, vaginal pain, dyspareunia, bladder infections, sever stomach pains and constipation. No further info has been provided.